Event description:
It was reported that "during a breast augmentation. The insulation at the tip of the es electrode distorted and the pt received a minor burn to the tissue under the skin. No treatment was required."